Event description:
A 5f pacel flow directed bipolar pacing catheter was placed in a stemi patient who was then transferred to the acute coronary care unit (accu) . The catheter broke in the accu and the patient went into asystole. The catheter was replaced and the patient stabilized.

Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation concluded that the shrouded unmarked proximal connector pin and braided wire had been fractured at the bifurcation; both the proximal and distal end strands of the braided wire were uneven, consistent with a tension break. The device history record for the product was unable to be reviewed since the lot number is unknown. The cause of the wire breakage is consistent with forcible contact during use. The pacel bipolar pacing catheter instructions for use (IFU) cautions proper electrical functioning of this device requires that you handle the bipolar pacing catheter with care. Stretching and/or kinking while wiping may result in damage. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.

Event description:
6f pacel pacing torque-guided catheter was placed in an agitated stemi patient who was then transferred to the acute coronary care unit (accu) in a substantially settled condition. Pacing thresholds were normal when observed later in the evening.